Manufacturer narrative:
No sample or photo/video received for investigation. The reported complaint of difficulty to remove can be confirmed. The probable cause of difficulty to remove is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.

Event description:
The event involved a tego¿ connector where the customer reported to be faulty, and they had difficulty aspirating the heparin lock out. There was no patient involvement with no patient injury and no medical intervention reported for this case. It was unknown if the event occurred before use. Patient involvement is unknown however no patient injury was reported.